Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the external pulse generator (epg) under-sensing was observed. The epg passed the incoming automated and endurance testing. The device passed the final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the external pulse generator (epg) was returned for evaluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient post-operatively and when the atrial/ventricular (av) delay was adjusted, pacing on the t wave and under-sensing was observed. Further adjustment was made and under-sensing was again observed. It was noted that the patient had a good intrinsic rhythm at the time and the epg was turned off. On the following day pacing of the patient via the epg was resumed due to bradycardia to adjusted settings and under-sensing was again observed on the day after that day. The epg was turned off. No patient complications have been reported as a result of this event.